Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The customer changed numerous parts and performed adjustments. It was found that both the sodium and potassium calibrations were low. The regular instrument preventative maintenance was due and performed. In addition cleaning of the ise waste tube was carried out. After cleaning the tube, the measurement results were stable. The service maintenance resolved the issue.

Event description:
The initial reporter complained of a questionable sodium result for 1 patient sample on a cobas c111 analyzer. The initial result was 120 mmol/l and the repeat results were 136 mmol/l. The result was reported outside the laboratory and questioned by the doctor who requested a new measurement. The new sample result was 136.5mmol/l which was believed to be correct. The electrode lot number and expiration date were asked for but not provided.